Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an iliac artery. When advancing the omnilink to the lesion, resistance was met with the anatomy and the stent implant dislodged. The stent implant was ballooned and embedded to the vessel wall. Another stent was used to successfully complete the procedure and implant the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.